Event description:
It was reported that during an attempt to deploy a vascular stent in the sfa, a loud "pop" sound was heard and the trigger became non-responsive. The stent was not deployed and the entire stent system was removed from the patient without incident. Another stent was used to complete the procedure. No reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.